Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same pt/event as MFR.# 9616680-2010-00394.

Event description:
It was reported that, "implanted the cup and then went in to insert the ceramic liner, could not fit the ceramic liner in there. Opened a second one and the same problem with the second one; couldn't get it to seat flush in. Ended up putting in an x3 poly."